Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20045555, medical device expiration date: 2023-04-06, device manufacture date: 2020-04-04. Medical device lot #: 20045656, medical device expiration date: 2023-04-07, device manufacture date: 2020-04-06. (B)(4). Investigation summary: no product or photo was returned by the customer. The actual lot number is unknown, however a device history review was performed on the two possible lot numbers provided. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer complaint of leaking from the pca tubing at the y-site could not be verified due to the product not being returned for failure investigation. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pca kit asv microbore cv tubing leaked at the y-site during use. The following information was provided by the initial reporter: "at approximately 1700, this rn noticed wet drops coming from the junction of the pca and carrier infusion tubings where they join together. This rn attempted to replace the ns line first, to see if the end of the tubing had a crack that was responsible for the leak. Upon replacing the ns carrier line for the pca, and still finding a leak was occurring, this rn replaced the entire pca/ns line carrier tubing combination, and the leak stopped. The leak was likely coming from the pca tubing, at the y-site where the pca tubing accepts the ns carrier tubing."